Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01420. It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation however, after a couple inflations, the balloon ruptured and had a pinhole. Another 2.00mm x 12mm emerge balloon catheter was then advanced however, the balloon also ruptured and had a pinhole after a couple inflations. The procedure as completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01420. It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation however, after a couple inflations, the balloon ruptured and had a pinhole. Another 2.00mm x 12mm emerge balloon catheter was then advanced however, the balloon also ruptured and had a pinhole after a couple inflations. The procedure as completed with a different device. No patient complications were reported and the patient's status was fine.